Event description:
Caller reports a false negative troponin (tni) result using the triage cardiac panel 25 test. Triage results: edta whole blood. Date: (B)(6) 2010, time: 15:39, ck-mb: 4.1, myo: 237, tni: <0.05. Date: (B)(6) 2010, time: 17:35, ck-mb: 4.8, myo: 287, tni: 0.07. Data: (B)(6) 2010, time: 8:30 am, ck-mb: 1.4, myo: 158, tni: <0.05.

Manufacturer narrative:
Investigation pending.